Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient experienced mesh erosion, infection, adhesions and fistula formation. Both adhesions and fistula are listed as possible known adverse reactions in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ while medical records alleged mesh erosion into the lumen of the transverse colon, the details within the medical records don¿t indicate a possible cause of bowel exposure to the mesh side of the device. It was reported that the patient has deceased, there is no indication, per the medical records or attorney that the death is alleged to be caused by the mesh or surgical procedures. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based off medical records provided to davol by the patient's attorney: on (B)(6) 2008 - patient underwent repair of a recurrent incarcerated ventral incisional hernia using a bard/davol "composix ex mesh with ptfe measuring 22cm x 17cm." Operative notes indicate the patient to have had a history of an enlarging, painful, recurrent ventral hernia. Omentum and small bowel are noted as being adherent to "into the hernia." A 10-french blake drain was placed in the pelvis as well as a 10 french blake drain placed anterior to the (composix ex) mesh and brought out a separate right lateral stab wound incision. On (B)(6) 2013 - patient presented to the ER with complaints of abdominal wall pain, tenderness and swelling over the past 4 days with constipation and abdominal bloating for 2 weeks. Patient had not had a bowel movement in the last 4 days prior to visiting the ER. Assessment reveals an acute abdominal wall hematoma which may or may not be infected, acute constipation, anemia secondary to acute blood loss, chronic ischemic cardiomyopathy. Acute renal insufficiency secondary to hypovolemia, type 2 diabetes mellitus, and chronic back pain with chronic opiod treatment. Clinical plan is for a general surgery consult, empiric antibiotic, monitor blood work and vital signs (renal function, hemoglobin, serum magnesium and fecal occult blood). Per attorney the patient underwent emergency surgery for the abdominal wall abscess, enterocutaneous fistula, acute renal insufficiency secondary to infection and hypovolemia, uncontrolled type 2 diabetes mellitus, chronic ischemic cardiomyopathy and acute blood loss anemia. On (B)(6) 2013 - a colonoscopy performed prior to this procedure confirmed "visible mesh within the lumen of his transverse colon." The patient underwent an exploratory laparotomy, transverse colectomy en bloc with abdominal wall mesh, oversew of cecal fistulous opening and lysis of adhesions due to diagnosis of a colocuteous fistula secondary to mesh erosion, transverse colon. Postop diagnosis of: colocutaneous fistula secondary to mesh erosion, transverse colon, cecal mesh with small fistula, intra-abdominal adhesions, infected mesh from colocutaneous fistula. Operative indication notes the patients abdominal wall abscess was drained upon his previous hospital visit (10/25/2013) at which time, the colocutaneous fistula was discovered "likely secondary to previously placed mesh. Operative details indicate the mesh to have been densely adherent to the transverse colon and there was no way to separate the two. "The mid transverse colon was then removed bloc with the anterior abdominal wall mesh." Also noted, was some type of "small tack which was metal, also within the cecum which was adherent to this area." Mesh was completely removed. Patient continued to exhibit delirium as well as nephrology issues for quite some time. (B)(6) -- patient noted as deceased, per attorney. The date and cause are unknown at this time. It was reported the patient experienced fistula, mesh erosion, adhesions, infection and additional surgery.